Event description:
During a routine scan being acquired on a gamma camera, the pt rolled off the pt pallet (bed). The pt sustained a broken thumb. The examination of the pt pallet (bed) did not reveal any defects, damage, misalignment or evidence that the pt pallet (bed) was unbalanced. The operator stated that the pt appeared to have a greater mass on his right side (the direction of the fall).

Manufacturer narrative:
Affected model numbers: 04380221, 05242826, 05977066, 05977074, 05984005, 05989079, 05989087, 05989095, 05991109, 05991117, 05992099, 07324119, 07324135, 07324143, 07324150, 07760809, 07760932, 07761161, 07823946, 07823953, 07823979, 10151531, 10151532, 10275879, 10413009, 10520745, 10275007, 10275008, 10275009, 10275010. There are four applicable 510 (k): symbia e single/dual: k072567, k0825d6. Symbia s and t series: k082506.